Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The instrument was found to have a blade broken. The blade broke roughly at the midpoint of the blade. The broken piece was returned. An additional unrelated finding was that the instrument had a broken clamp arm. There were no missing pieces from the clamp arm. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the harmonic ace blade broke off after the surgeon cut tissue on first use. The fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.